Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Correctional field: e1 event site city, e3. No decon or visual inspection performed since product was not returned and could not be evaluated. The supervisor for the cardiac device program at st. Luke¿s medical center in milwaukee, wi. Our cvicu has had two intra-aortic balloons rupture within two weeks. Unfortunately, the staff did not save either catheter and I do not have much information to go off of. They are curious if there have been any trends recently regarding ruptured balloons, the insertion and care seem to have been according to our normal protocols. Based on the description, the alarm triggered due to disconnected fiber-optic cable, preventing timing updates and auto-calibration. The suboptimal augmentation may be related to catheter positioning or other factors not identified during the call. It is impossible to define the root cause since the product was not returned for investigation. The failure mode is addressed in in all iab risk files . All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
It was reported during use that intra-aortic balloon(iab) rupture within two weeks. No harm reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(investigation conclusion ).

Event description:
N/a.